Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. It was observed that 48 hours into the infusion a lot of the unknown drug remained in the device. The user disconnected the device from the patient and noted that no solution flowed from the device. There was no patient injury or medical intervention associated with this event.. No additional information is available.